Event description:
After pinching the barrel of the chloraprep sepp included in the medical actions IV start kit the outer plastic covering the barrel broke and sharp shards protruded, cutting the nurse involved.